Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to cracked/bleeding lcd class. Pump was cut and open no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: broken belt clip slot, scratched case, stained keypad overlay, stained address/serial number label, stained end cap sticker. In summary, pump having missing segment/display anomaly due to cracked and bleeding lcd glass was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cracked insulin pump. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed it was reported location of the damage is at the display. No harm requiring medical intervention was reported. Product mmt-754wws was returned for analysis.